Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter for a cardiac ablation procedure pulmonary vein isolation in the left atrium was completed using pulsed field ablation and the catheter was then moved to the right atrium for planned cavotricuspid isthmus radiofrequency ablation. During manipulation of a duodeca catheter in the right atrium, atrial fibrillation was induced and cardioversion was required to terminate the episode. When the catheter was positioned at the tricuspid annulus and the pedal was pressed to start ablation, the system stopped prior to energy delivery due to a grounding pad fault. The error was cleared and radiofrequency ablation was performed, after which atrial fibrillation was induced and cardioversion was performed. This sequence occurred three additional times, with a grounding pad fault, clearing the error, radiofrequency ablation, and atrial fibrillation requiring cardioversion. Ablation was completed and initially appeared successful with line of block confirmed by bi-directional pacing; however, a gap developed during the waiting period, and additional ablation was performed at the identified gap site with no error and no induction of atrial fibrillation. The line of block persisted through the remainder of the waiting period, the endpoint was met, the case was completed. No further patient complications have been reported as a result of this event.